Event description:
Procedure type: sigmoid resection. According to the reporter: the hospital reported that three patients experienced an anastomotic insufficiency 5-7 days post-operatively. However, it is not known whether this is device related. Two patients have been discharged, one with a colostomy, and the third patient is in intensive care. No further patient information is available.

Manufacturer narrative:
(B)(4). For this incident, the user facility was unable to identify which of the three identified devices may have caused the reported event. Device catalog no.: eea28, lot no.: u8b44h, device name: eea 28mm single-use stapler, exp. Date: 02/28/2013, manufacture date: 02/2008. Device catalog no.: 4901t, lot no.: n8d212, device name: pi 30-4.8 large titanium stapler, exp. Date: 04/30/2013, manufacture date: 04/2008.